Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. One q-syte connector was provided for investigation. A functional test revealed a leak from the connector. A microscopic examination revealed a column tear in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Thank you for your previous responses below. 1. It was stated in the below e-mail that "has there been any healthcare worker¿s exposure to blood or bodily fluids? "Yes." 2. Could you please confirm whether the healthcare worker was wearing gloves/ppe? 3. Could you please confirm whether there was any exposure to open skin or mucous membranes? 4. If yes, was any diagnostics, treatment required? 5. If yes, please describe. "Healthcare professionals follow standard precautions and wear ppe when there is a risk of exposure to biological fluids. To my knowledge, there have been no aes. "

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked at the valve. The following information was provided by the initial reporter, translated from french to english: an incident that occurred on (B)(6) 2024 in our medical-surgical intensive care and continuous monitoring department at necker-enfants malades hospital. Incident: the anti-reflux valve (nusite) positioned on the morphine syringe since 00:00 (filter time = line changes) began to leak in drips at 20:00. The device was then extracted from the patient's central line. This resulted in a major leakage and poor drug delivery. Immediate action: remove defective device. Immediate consequences apparent: drug leakage at the valve. Patient has not received prescribed medication correctly. F/u response: could you please provide/confirm the lot/serial number of the defective product? "Not indicated and not traceable as the box has been thrown away." Please confirm the number of products affected. "1 product" has there been any patient impact (serious injury, medical intervention, change of treatment required)? "No, but the patient was exposed to a risk of reflux and an infectious risk." Has there been any healthcare worker¿s exposure to blood or bodily fluids? "Yes".